Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade unknown, patient concern with the product, and "numbness in armpit and right arm."

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and exchange from textured to smooth implants due to the patient's concern with the product. Patient reported "numbness in armpit and right arm." Device remains implanted.